Event description:
It was reported that one day post implant, it was noted that the left ventricular (lv) lead had no capture in the programmed vector. Numerous vectors were tested until a satisfactory vector was selected. The lv pacing vector was reprogrammed. A chest x-ray was performed revealing that the lv lead had moved slightly to a more proximal position while appearing to remain in the target vessel. There are no plans currently to revise the lead. The patient was discharged home in stable condition. The patient reported no symptoms.

Event description:
New information was received that the left ventricular (lv) lead was explanted and replaced. The patient tolerated the procedure well and was discharged home in stable condition.

Manufacturer narrative:
The reported event of lead dislodgement and failure to capture was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve height was measured within the specification. Visual inspection of the lead did not find any anomalies except for procedural damage.